Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic resectoscopy procedure, the ceramic insulation at the distal end of the inner sheath broke into two pieces which fell inside the patient's body cavity. One of the fragments could be retrieved, the other most likely remained inside the patient. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The investigation confirmed that the ceramic insulation at the distal end of the inner sheath had broken off. It is very likely that a lateral crack through the ceramic insulation occurred before the ceramic insulation broke off. Furthermore, there is corrosion near the yellow sealing and on the laser labelling. It is assumed that incorrect reprocessing has caused the corrosion. The cause of this damage and the breakage of the ceramic insulation is most likely thermal overload in combination with wear and tear. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.